Event description:
Discordant glucose results were obtained on an advia 1800 for 8 patients. These results were not reported back to the healthcare provider. Repeat testing was performed on the same instrument as the initial result and these results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant glucose results was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant glucose results was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant glucose results was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant glucose results was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant glucose results was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant glucose results was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant glucose results was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant glucose results was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant glucose results were obtained on an advia 1800 for 8 patients. These results were not reported back to the healthcare provider. Repeat testing was performed on the same instrument as the initial result and these results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for 8 patients. These results were not reported back to the healthcare provider. Repeat testing was performed on the same instrument as the initial result and these results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for 8 patients. These results were not reported back to the healthcare provider. Repeat testing was performed on the same instrument as the initial result and these results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for 8 patients. These results were not reported back to the healthcare provider. Repeat testing was performed on the same instrument as the initial result and these results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for 8 patients. These results were not reported back to the healthcare provider. Repeat testing was performed on the same instrument as the initial result and these results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for 8 patients. These results were not reported back to the healthcare provider. Repeat testing was performed on the same instrument as the initial result and these results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for 8 patients. These results were not reported back to the healthcare provider. Repeat testing was performed on the same instrument as the initial result and these results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.